Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented') and device dislocation ('essure dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and delivery. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine with aura ("occipital headache with aura"), breast swelling ("breast swelling"), breast pain ("mastalgia"), peripheral swelling ("leg swelling"), pain in extremity ("burning in extremities"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("sharp pelvic pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermittent diarrhea"), anxiety ("anxiety"), emotional distress ("distress"), nervousness ("nervousness"), abdominal distension ("distension"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("sharp/ sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("loss of libido"), coital bleeding ("bleeding during intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("pain generalized"). The patient was treated with analgesics and antiinflammatory agents. At the time of the report, the device breakage, device dislocation, migraine with aura, breast swelling, breast pain, peripheral swelling, pain in extremity, menorrhagia, pelvic pain, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, emotional distress, nervousness, abdominal distension, oedema, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, breast swelling, coital bleeding, device breakage, device dislocation, diarrhoea, dyspareunia, emotional distress, fatigue, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, migraine with aura, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: left ovary not visualized. X-ray - on (B)(6) 2020: essure in pelvis left and right. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragmented') and device dislocation ('essure dislocation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and delivery. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine with aura ("occipital headache with aura"), breast swelling ("breast swelling"), breast pain ("mastalgia"), peripheral swelling ("leg sweling"), pain in extremity ("burning in extremities"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("sharp pelvic pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), vulvovaginal pruritus ("vaginal pruritus"), diarrhoea ("intermitent diarrhea"), anxiety ("anxiety"), emotional distress ("distress"), nervousness ("nervousness"), abdominal distension ("distension"), oedema ("edema"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("sharp/ sensation of uterine perforation"), fatigue ("fatigue"), loss of libido ("loss of libido"), coital bleeding ("bleeding during intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("pain generalized"). The patient was treated with analgesics and antiinflammatory agents. At the time of the report, the device breakage, device dislocation, migraine with aura, breast swelling, breast pain, peripheral swelling, pain in extremity, menorrhagia, pelvic pain, dyspareunia, vaginal discharge, vulvovaginal pruritus, diarrhoea, anxiety, emotional distress, nervousness, abdominal distension, oedema, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, coital bleeding, uterine inflammation, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, breast swelling, coital bleeding, device breakage, device dislocation, diarrhoea, dyspareunia, emotional distress, fatigue, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, migraine with aura, mood altered, nervousness, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2019: left ovary not visualized. X-ray - on (B)(6) 2020: essure in pelvis left and right. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.